Manufacturer narrative:
(B)(4).

Event description:
Patient's dad contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter would no longer pair with the g5 application. No additional event or patient information is available. It should be noted that at the time of the event ios version 9.2 was not yet compatible with the g5 mobile application.